Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information based on available information, the reported incomplete coaptation (intraprocedure) associated with the slda appears to be due to challenging patient anatomy (thickened leaflet). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a single leaflet device attachment (slda), requiring intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 5 with a prolapsed posterior leaflet. The first clip was implanted with no reported issue. Another clip was implanted. After deployment of the second clip, a single leaflet device attachment (slda) of the anterior leaflet was observed. Two more clips were implanted to stabilize the second clip, reducing mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.